Manufacturer narrative:
Baxter is in the process of inspecting the pst 500 u table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that pst 500 u table was going down by itself. The bed was located at the account. There was no injury, death, or procedural delay reported with this event.

Manufacturer narrative:
During inspection, a visual test and functional was performed. The result was that troubleshooting discovered no issues or errors. Table was reseted. After that, no further issues were found and therefore no action required. Further investigation identified the most likely cause is the hydraulic cylinder failure, which is an understood cause for this problem. A root cause investigation and corrective action will be performed with ncr 3142214. The error can be corrected by replacing the hydraulic cylinder. The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anesthesia through the actual surgery to recovery from anesthesia. The device was investigated thoroughly and the reported issue could not be replicated. No malfunction. Although, the reported event of pst500 moving unnitentionally without user input is likely to cause or contribute death or serious injury. Therefore, baxter considers this event reportable to the FDA.

Event description:
Baxter received a report stating that pst 500 u table was going down by itself. The bed was located at the account. There was no injury, death, or procedural delay reported with this event.